Event description:
In 2001 dlr states that while in use the nurse noticed a smell and smoke came from the incubator. Nurse turned the power switch off and took the baby out of the incubator. The baby was ok and no injury reported. The dlr dispatched a sales person to the hosp and they found burnt components in the controller.